Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD; 429688 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). It was noted that the rv lead also had possible under-sensing. It was also noted that the rv lead and left ventricular (lv) lead had no capture. Both leads remain in use. No patient complications have been reported as a result of this event.